Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "pair new transmitter" message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.